Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, clear passage testing, and pressure testing were performed with no issues or leaks noted. The device was found to operate per specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a blood leak from the edges of a one link connector. This occurred 10 minutes into infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.